Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cholecystectomy. According to the reporter: the client reports that the hook jammed. Additional info provided: the difficulty was removing the silshook from the trocar after firing. The operation was extended by more than 30 mins due to this incident.